Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power monitor) was confirmed. As received, the battery pack was unable to power on a test monitor. Upon evaluation, the output voltage was 1.68v. The cause of the inability to power a monitor is the low output voltage. The root cause of the low output voltage is defective battery cells. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery would not power on the monitor.